Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to a magnet quench with an ingenia 3.0t mr system. The magnet quench occurred when the mr system was not in use. The helium gas was expanded within the mr examination room instead of being vented through the specially installed ventilation path. There was no one within the examination room during the quench. No persons were harmed.

Manufacturer narrative:
The cause of the quench itself was determined to be spontaneous and conditions found at site are known to contribute to an increased probability of magnet quenching. The partially ruptured burst disc created a higher peak pressure in the magnet than normal which caused the helium fill port cap to pop out into the ceiling. This resulted that the helium leaked thru the open fill port cap and partially filled the mr examination room. Based on further investigation, it was determined that the event that occurred is unlikely to result in any serious injury or death. Correction: the helium gas was partially expanded within the mr examination room not completely.

Event description:
Philips received a report from a customer related to a magnet quench with an ingenia 3.0t mr system. The magnet quench occurred when the mr system was not in use. The helium gas was partially expanded within the mr examination room instead of being vented completely through the specially installed ventilation path. There was no one within the examination room during the quench. No persons were harmed.